Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required) and abdominal pain ("abdominal pain/ cramping"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2010). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain lower and abdominal pain to be related to essure (ess205). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower abdominal pain. A partial hysterectomy was performed around 3 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after implant procedure, plaintiff began to experience lower abdominal pain. Considering event's nature and in the absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), endometrial ablation ("ablation"), bladder disorder ("bladder problems or changes") and urinary incontinence ("urinary problems or changes / leaking urine") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, intervertebral disc degeneration, restless leg syndrome, breast reduction and fibromyalgia. Previously administered products included for prevent pregnancy: oral contraceptive nos. Concomitant products included levothyroxine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient underwent endometrial ablation (seriousness criterion medically significant). In 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramping"), uterine pain ("uterine pain"), bladder disorder (seriousness criterion medically significant) and urinary incontinence (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy on (B)(6) 2010), surgery (tvt bladder suspension (bard midurethral sling);) and surgery (vaginal operations to support outlet of female bladder). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, abdominal pain, endometrial ablation, dyspareunia, uterine pain, bladder disorder and urinary incontinence outcome was unknown and the nausea, dysmenorrhoea, pelvic pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, nausea, pelvic pain, urinary incontinence and uterine pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received, reporter added, product information updated, events added as :- bladder disorder, urinary incontinence. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and endometrial ablation ("ablation") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: oral contraceptive nos. Concomitant products included levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient underwent endometrial ablation (seriousness criterion medically significant). In 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramping") and uterine pain ("uterine pain"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, abdominal pain, endometrial ablation, dyspareunia and uterine pain outcome was unknown and the nausea, dysmenorrhoea, pelvic pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, nausea, pelvic pain and uterine pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue ,ablation, uterine pain, lower stomach pain",reporter, historical condition, concomittant drug added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower abdominal pain. A partial hysterectomy was performed around 3 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after implant procedure, plaintiff began to experience lower abdominal pain. Considering event's nature and in the absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.